Event description:
It was reported that the PICC line was proceeded (B)(6) 2025 with no complications. Vena basilika was used and 33% of the vein was filled. The patient has received chemotherapy: pembrolizumba, karboplatin and pemetrexed since then every three weeks. On (B)(6) when controlling the PICC line it occurs leakage at the insertion site and a suspicion of catheter rupture. After removal of the catheter it is obvious a rupture approx. 5 cm from the zero point. The patient had to go through chemo without a central vein access. No other known harm so far.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.